Event description:
The manufacturer representative reported a patient expired. The patient had undergone a catheter revision a few weeks ago and was admitted for meningitis about one week prior to the event. The patient reportedly had a brain aneurysm and expired in 2007. Additional information received from the hcp indicated the patient had been getting only intermittent relief of symptoms. A side port study was attempted in approx three months earlier, but the test failed. The patient returned for a catheter revision on one month prior to original date. Antibiotics were given prior to, during, and after the revision surgery. The patient was seen two weeks later as the patient's overall status had declined according to the patient's mother. The patient did not look good, was not tolerating feeding (patient is fed by gt) and had a fever. Redness was noted at the incision site. No cultures were done but the patient was started on antibiotics. Four days later, the patient returned for emergent removal of the device due to suspected meningitis. Infectious disease was consulted and managed the patient's antibiotics during the hospitalization. On original date, the patient died due to a congenital brain aneurysm that bled out. No autopsy was done.